Event description:
It was reported that lead alert triggered due to lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the inner tubing was kinked/buckled, blood was present in/on the helix/lobe mechanism and sleeve head, and there was apparent explant damage.